Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
An insert trial was cracked during impaction.

Manufacturer narrative:
Reported event: an event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported event. The trial was fractured due to impaction. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of impaction overload during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
An insert trial was cracked during impaction.